Manufacturer narrative:
On 18-oct-2021, the suspected medical device was returned for evaluation. On 21-oct-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: the analysis was completed based on a photo that was provided upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentors quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturers reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two mentor memorygel breast implant prostheses (left: 325cc, right:350cc) and experienced bilateral grade iii capsular contracture postoperatively. The diagnosis was confirmed based on ultrasound. As a result, the patient underwent bilateral removal and replacement with two 295cc mentor memorygel breast implant prostheses (catalog #: smpx295, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The patient dob was estimated as (B)(6) based on available information. This report is for the left-sided prosthesis.